Manufacturer narrative:
On 20 january 2016, it was prepared a final report with the information already submitted in the intial report. On the same date, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 18 november 2015: lot 140481: (B)(4) items manufactured and released on 06 march 2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2015 the patient had a revision of non-medacta products. Following this surgery the patient was complaining of pain and swelling. The surgeon suspected an infection and decided to wash out the knee and replace the liner. This revision was successfully completed on (B)(6) 2015. No x-rays available. The explant will not be returned.